Manufacturer narrative:
Follow-up from 18-dec-2015: no further information was obtained despite follow-up attempts. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in her pelvis. She had surgery for have them (the coils) removed. The reported event is serious due to required intervention and disability (per reporter) and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and implied temporal relationship, causality with essure use cannot be excluded. Other non-serious events were informed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a regulatory authority FDA maude (case# mw5056006) in united states on 22-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. Consumer reported she had the essure implants and they caused heavy bleeding during her cycles. She also had pain in her pelvis and low back. At times it was hard for her to walk around. She had surgery on (B)(6) 2015 to have them removed. The seriousness criteria disability was mentioned in the section event outcome but it was not specified and/or assigned to one of events in the narrative. The product technical complaint investigation results which ptc number is: (B)(4) was received on 12-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. A review of similar cases is not applicable as no batch number was reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in her pelvis. She had surgery for have them (the coils) removed. The reported event is serious due to required intervention and disability (per reporter) and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and implied temporal relationship, causality with essure use cannot be excluded. Other non-serious events were informed. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information has been requested.

Manufacturer narrative:
Follow-up received on 05-feb-2016: the consumer reported that she was having heavy bleeding and a lot of pain while her cycle was on, and after her cycle was off. In 2015, she had a surgery to have essure removed. Serious injury was mentioned as event report type, and other serious (important medical event) was mentioned as event outcome, but not specified and/or assigned to one of the events. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in her pelvis and heavy bleeding during her cycles. She had surgery to remove the coils. The reported events are listed in the reference safety information for essure. Considering the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Other non-serious events were reported. This case was regarded as incident, since a device removal was required. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.

Manufacturer narrative:
(B)(4).